Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) "re-torqued" the sample probe to ensure a snug fit and the fse then verified ultrasonic voltage outputs and all alignments. The fse replaced the aspirate probe tubing. The fse verified instrument hardware by completing passing system checks and passing high sensitivity system checks, both within instrument specifications. Although the instrument was repaired prior to returning it into service, a definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-02594, 2122870-2011-02547.

Event description:
The customer reported that on (B)(6) 2011 imprecise cardiac troponin (accutni) results were generated on an access 2 immunoassay system for one patient. The initial accutni results were generated in duplicate, were elevated and were within the risk stratification range. Upon repeat in duplicate, the accutni results were elevated and did not repeat within the stated accutni assay precision specifications. The accutni results were not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Instrument accutni quality control results recovered within the customer's established ranges during the timeframe of this event. System check results generated prior to the event met established specifications. Samples were collected in heparinized plasma samples and were centrifuged prior to testing.